Event description:
It was reported that during preparation for a procedure "the laser will come on with white screen on the display and will not advance". The error could not be cleared. The procedure was completed with "another modality of prostate vaporization". Patient outcome: "excellent".

Manufacturer narrative:
System analysis / service repair performed on november 28, 2016: the reported issue of "display screen stays white" was confirmed and determined to be the result of a faulty top cover. The top cover was replaced. System power was tested and verified.